Event description:
It was reported that during a routine generator change procedure after the pocket was opened, a fracture was visually observed on the right ventricular (rv) lead. It appeared that the suture sleeve had slid back a bit leaving the wire exposed. The rv lead tested within normal parameters. The rv lead was capped (B)(6) 2026 and replaced successfully during this procedure. The patient was in stable condition throughout.